Manufacturer narrative:
H4: the device was manufactured from october 26, 2018 - october 30, 2018. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph showed an image of the device fillport. The photograph did not show evidence of the reported condition. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) experienced no flow prior to patient use. There was no patient involvement. No additional information is available.